Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events. These events occurred on (B)(6) 2025. These events occurred after three hours of insertion. Insertion site was abdomen. The blood glucose level was 523 mg/dl. Therefore, patient was treated with correction injection via multiple daily injections. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 1 of 2.